Manufacturer narrative:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b4 b5 d1 d2a/b d4 g4 h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Continued e1: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound and MRI. The device has been explanted.